Event description:
Related manufacturer reference number: 2017865-2023-36748 related manufacturer reference number: 2017865-2023-36749 it was reported that the patient's full implantable cardioverter defibrillator system was explanted due to pocket infection. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.